Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported per the following imaging and procedures: (B)(6) 2015, venogram: " indication for procedure: occluded inferior vena cava filter with bilateral symptomatic leg edema and borderline phlegmasia. Conclusion: 1. Inferior vena cava venography. 2. Successful insertion of bilateral thrombolytic catheters through occluded bilateral and iliac venous systems and an occluded inferior vena cava filter. (B)(6) 2015, catheter assisted thrombolysis (ekos) removal, iliac and femoral vein percutaneous transluminal angioplasty (pta), and iliac vein stenting: "indication for procedure: inferior vena cava filter and bilateral iliofemoral system thrombosis with marked bilateral lower extremity swelling and borderline phlegmasia. Findings: by venography, the inferior vena cava filter thrombosis had resolved". (B)(6) 2016, computed tomography abdomen and pelvis with contrast: "an inferior vena cava filter remains in place with its tip at the level of the renal veins. The inferior vena cava filter is occluded. A narrow in for renal inferior vena cava contains contrast. Chest wall and retroperitoneal collaterals are noted. Impression: occlusion of the inferior vena cava filter and left iliac wall stent with extensive collateral formation. The infrarenal inferior vena cava and right iliac venous system is very small, but appears patent". (B)(6) 2016, venography and attempted iliac vein recanalization: "venous claudication and occluded inferior vena cava filter and left iliac vein stent. Conclusion: occluded inferior vena cava filter and left common iliac vein stent. Unsuccessful crossing via femoral approach. We will discuss reattempt via an internal jugular approach". (B)(6) 2018, computed tomography abdomen without contrast: " findings: the inferior vena cava, at and proximal to the inferior vena cava filter, is extremely attenuated/stenotic. No appreciable tilting is identified and there appears to be satisfactory alignment. The apex of the filter projects at the level of the origins of the renal veins. Renal veins are not obstructed. The struts are intact and no significant perforation is identified".

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, diff. Retrieve, dvt, thromboembolism, shortness of breath, weight gain, pain, fatigue'. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported dvt, shortness of breath, weight gain, pain, fatigue is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "difficult retrieval, dvt, occlusion, sob, stenosis, weight gain, pain, fatigue" cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Ivc stenosis as an outcome of cook ivc filters is reported in the published scientific literature. Ivc stenosis is characterized by smooth 25-50% narrowing of the ivc at the level of the indwelling filter. In an animal study ivc stenosis has been attributed to intimal thickening with focal fibrotic changes. Self-limiting and clinically silent ivc stenosis immediately after filter retrieval have also been reported and is most likely caused by vessel spasm. Ivc stenosis is documented by venography; it may be symptomatic or asymptomatic. Unknown if the reported pain and sob are directly related to the filter. Unknown if the reported dvt, weight gain, fatigue are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged the patient had a gunther tulip filter implanted on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/30/2017 as is as follows: patient alleges that filter was placed on (B)(6) 2009 for dvt prophylaxis due to prolonged convalescence secondary to trauma (anticoagulation contraindicated). Patient alleges outcomes attributed to device include: device unable to be retrieved, dvt, and thromboembolism. Patient also alleges shortness of breath, weight gain, pain and fatigue. Patient alleges no attempts to retrieve device.